Event description:
Per the clinic, the device was explanted under general anaesthesia on (B)(6) 2024, due to an extrusion of device. The patient was re-implanted with a percutaneous baha implant system during the same surgery.